Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the pressure transducer test failure has been found. The expiratory channel printed circuit board was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. Expiratory channel printed circuit board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. The device logs and defective part were not available for further evaluation. Additionally the technician replaced pm 5000h kit. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/01/2009, corrected manufacture date: 10/05/2009.

Event description:
Manufacturer's ref. #: (B)(4).